Event description:
During the follow-up performed on (B)(6) 2016, an pause episode showing atrial oversensing was observed in the device memories. The date and time of this episode shows that it was recorded during the previous follow-up performed on (B)(6) 2015.

Event description:
During the follow-up performed on (B)(6) 2016, an pause episode showing atrial oversensing was observed in the device memories. The date and time of this episode shows that it was recorded during the previous follow-up performed on (B)(6) 2015.